Event description:
While finishing a ureteroscopy procedure, the md noticed something in the pts' ureter that had not been there previously on fluoro. He then went in with a grasper and was able to retieve the foreign body which appeared to be a small piece of black coating from the end of the ureterscope. The pt was checked under fluoro and nothing else was visible.